Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that patient developed worsening pain. The patient was receiving effective pain relief from the device, but it was suspected that the lead may have been impeding on the nerves causing additional pain. The device was removed and the patient is recovering. There have been no reports of further complications regarding this event.